Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Functional testing verify that needle not advanced through the shaft. Visual evaluation noticed discoloration on jaws. The most likely cause of the reported failure is wear and tear.

Event description:
It was reported on 10/24/2022 by a sales representative via sems that an ar-12990 knee scorpion tip broke off and is stuck in the cannulation. This was discovered during a case with no patient harm. Additional information requested needle did not break inside the patient, no fragments in the joint space